Event description:
Additional information was received. No symptoms were reported. The site confirmed that the hemorrhage was present at baseline and did not occur after the procedure. Also, since the hemorrhage occurred prior to the procedure, before any study devices were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent mechanical thrombectomy using the react-68 catheter and the soliratire sfr4-4-40-10 stent to treat an ischemic stroke located in the left internal carotid artery, accessed via the femoral artery. The patient presented with a baseline nihss score of 8 and a tici score of 3. Intravenous tissue plasminogen activator was contraindicated, and one pass with the device was performed. Stroke onset to reperfusion time was approximately 9 and a half hours. During the discharge visit, a ph1 "type of hemorrhage (heidelberg)" was noted.

Manufacturer narrative:
Continuation of d10: product ID react-68 (unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.